Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was at 700 mg/dl. The customer stated that there was fluid and moisture in the pump due to rain. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, off no power test, restart error test, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No blank display anomaly was noted. No moisture damage was found inside of the insulin pump. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.